Event description:
As reported, approximately 1 year, 6 months post successful tf tavr the patient presented with an increase in velocity to 4 and a mean gradient of 16mmhg. The patient has returned now, approximately 1 year later, with a velocity increased to 5.7 and a gradient of 70mmhg. The team is concerned there is leaflet thrombosis or halt. The patient is not tolerating warfarin.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis patient mismatch and mean aortic valve gradient 20 mmhg or peak velocity 3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient 20 mmhg, eoa 0.9-1.1 cm2 and/or dvi 0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause of the increase in gradient across the sapien 3 valve cannot be determined from the information available; there is no actual report of valve thrombosis or other cause for the reported event. No information regarding the treatment was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information was received indicating the patient has been receiving anticoagulation and the halt resolved. The patient experienced a knee fracture with recurrent hematoma so at this time anticoagulation has temporarily stopped. At this time, the patient is hospitalized at this time and bedbound due to knee fracture and morbid obesity. They are not hospitalized due to the gradient.

Manufacturer narrative:
Added information to b.5 with additional information received. No information has been provided regarding any additional retreatment of the valve.

Manufacturer narrative:
Corrected h.6 device code, type of investigation, investigation findings, and investigation conclusion. The valve was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to stenosis. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and procedural manual were reviewed. Accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The valve stenosis was confirmed based on the medical report. No potential manufacturing non-conformance were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), stenosis and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, approximately 2 year and 6 months post successful tf tavr, the patient presented with an increase in velocity to 5.79m/sec and a mean gradient of 72mmhg with indexed valve area of 0.38cm2/m2 and a valve area of 0.66cm2. The patient has a history of halt, but was resolved with anticoagulation medication. However, due to knee fracture with recurrent hematoma, the patient has temporary stopped taking anticoagulation, and this leads to the suspicion of an increased velocity may related to leaflet thrombosis. Valve thrombosis is the formation of significant blood clots on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure. Several factors can cause development of thrombosis, including inadequate anticoagulant therapy after valve implant, atrial fibrillation, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction. Post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. In this case, the valve stenosis is likely caused by a thrombosis due to patient stops taking anticoagulant medication. The formation of blood clots on the valve can restrict the leaflets from fully opening, narrowing the effective orifice area of aortic valve during systolic cycle. As such, available information suggests that patient stopped taking anticoagulation may have contributed to the complaint event.

Manufacturer narrative:
Corrected a.2.

Event description:
As reported, approximately 1 year, 6 months post successful tf tavr the patient presented with an increase in velocity to 4 and a mean gradient of 16mmhg. The patient has returned now, approximately 1 year later, with a velocity increased to 5.7 and a gradient of 70mmhg. The team is concerned there is leaflet thrombosis or halt. The patient is not tolerating warfarin.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis patient mismatch and mean aortic valve gradient 20 mmhg or peak velocity 3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient 20 mmhg, eoa 0.9-1.1 cm2 and/or dvi 0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause of the increase in gradient across the sapien 3 valve cannot be determined from the information available; there is no actual report of valve thrombosis or other cause for the reported event. No information regarding the treatment was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.